Event description:
It was reported that during a sigmoidectomy procedure, the articulation lever did not function to one side though it functioned to the other. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Articulation mechanism. Eval summary: the analysis showed that the atg45 device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The returned device was tested for functionality with a test reload on the 3 articulated positions; when fired to the right, the staple formation was conforming; however, when fired in the left and center position the staples were malformed due to the damaged articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop, resulting in the instrument damage. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the require specifications, in addition, a sample of the batch is inspected at (B) (4) qa. The batch record was reviewed and no anomalies were noted during the mfg process.